Event description:
It was reported that balloon rupture occurred. A 1.20mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the third inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient injuries reported and the patient was in good condition post-procedure.